Event description:
It was reported by the customer stating that their st holsters green cable is frayed. There was no patient consequence reported, the case was completed using their extra holster. St holster being sent back for repair.